Event description:
A report was received that the patient had an infection at the lead and pocket site. Patient's symptoms were fever, redness and pain at the lead site and a bit of pus at the pocket site. Intravenous vancomycin was given. The physician believed that the patient might had a reaction with the device but was more to the patient not being very clean. The patient underwent an explant procedure. The infection was clearing up and the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial/lot #: (B)(4), description: linear lead with enhanced stylet, 50cm, model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.